Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported that during an ablation procedure the luer extension tube broke from the handle of the catheter. The catheter was replaced with a saffire blu duo catheter with no consequences to the patient.